Manufacturer narrative:
The reported power consumption issue with the returned battery was not confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log analysis revealed the battery was able to hold charge for over four hours. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported power consumption issue could not be duplicated at the bench level; the device performed as intended. However, there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. Heartware has opened internal investigations under to evaluate lishen batteries with faulty cell pairs. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the us that during a clinic visit, the patient reported that one of his batteries only holds charge for 1 hour. No reported consequences or impact to patient. The hospital replaced the battery and no additional information provided.